Manufacturer narrative:
A ge service rep performed an on site investigation. The generator control processor and printer circuit board were replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system's audible alarm failed to function properly. No report of pt or staff injury.